Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacemaker was explanted due to premature battery depletion (pbd). The pacemaker is no longer in service. No additional adverse patient effects were reported.